Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that post implant procedure the atrial lead had dislodged. The atrial lead was explanted and replaced. Patient was stable.